Event description:
It is reported that the customer had normal blood glucose levels of 107 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported a battery out limit alarm from the insulin pump. The customer also reported a failed battery test alarm from the insulin pump. The customer further reported a crack on the display near the reservoir of the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms were noted. The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had a cracked reservoir tube window, a cracked reservoir tube lip and minor scratches on the display window.